Event description:
The customer contact reported the pt rec'd less medication than intended. On an unspecified date and time, the device was programmed to deliver 1000 ml of an unspecified IV solution, for a duration of two hrs, and the delivery was started. No further programming parameters were provided. The customer contact reported that after two and half hrs, the delivery was not completed as expected. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact indicated that a clinical adverse event was raised for this incident; however, no specific details were provided. Though requested, no add'l info was provided, including if any medical interventions were required. Hospira is continuing to investigate.

Manufacturer narrative:
The device has been rec'd. Investigation is not complete. The device history was downloaded at the service center. The customer contact did not provide an event date and the programming present in the history did not correlate with the customer contact's reported programming; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the rptr upon query by hospira personnel.